Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the amplifier was slow to boot past the self test. The delay was stated to be clinical significant. After power cycling the amplifier multiple times, the amplifier was able to be used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Additional information: one ensite velocity¿ system velocity amplifier was received for analysis. Visual inspection of the returned product revealed multiple bent, and or broken, electrical contact pins within the front panel abl, ECG and cathlink connectors. Ac power was applied to the returned amplifier which took twenty minutes to successfully complete the post (power on self-test) which confirms the field reported issue. Additional analysis isolated the root cause of the reported issue to the microcontroller pca (printed circuit assembly). The microprocessor pca was temporarily replaced and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the microprocessor board.